Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records could not be performed as this complaint is based on an article and the specific lot/part numbers are not available. Additionally, a review of the complaint history records could not be performed as this complaint is based on an article and the specific lot/part numbers are not available. The reported death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the limited information available, cause for the reported death cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Outcomes attributed to adverse event, date of event, implant date: estimated dates. The UDI is unknown as the part and lot number was not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that were related to the outcomes of death. Specific patient information is documented as unknown. Details are listed in the article, titled, "qca to guide treatment of inter-clip mitral regurgitation between two previously implanted mitraclips. No additional information was provided.